Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a and b) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, were functionally leak tested and passed; the stopcock valve was noted to be in good condition. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the devices (c and d) wer received with the cap separated from the sleeve. Evidences of welding were noted on the cap-sleeve assembly area. The stopcock valve were noted to be in good condition. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Device c and d additional information: batch # d9eg1p expiration date: 11/2012 manufacturing date: 12/2007 (B)(4) sleeve (B)(4). The analysis results found that the devices (e and g) were received with the cap separated from the sleeve. Evidences of welding were noted on the cap-sleeve assembly area. The stopcock valve was noted to be in good condition. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device e and g additional information: batch # d9eg1p expiration date: 11/2012 manufacturing date: 12/2007 (B)(4) sleeve (B)(4). The analysis results found that the device (f) was received with the cap slightly separated from the sleeve. Evidences of welding were noted on the cap-sleeve assembly area. The stopcock valve was noted to be in good condition. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device f additional information: batch # d9e91v expiration date: 09/2012 manufacturing date: 10/2007 (B)(4) sleeve (B)(4). The analysis results found that the device (h) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed; the stopcock valve was noted to be in good condition. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device h additional information: batch # d9dn48 expiration date: 04/2012 manufacturing date: 05/2007 (B)(4).

Event description:
It was reported that during a laparoscopic pyeloplasty procedure, after the trocar is inserted into the abdomen and the pneumoperitoneum achieved, the valve of the trocar comes out when the obturator is taken out from the cannula of the trocar while fixed in the abdomen. This resulted in the immediate loss of pneumoperitoneum. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.